Event description:
The reporter stated that the surgeon inserted a cc4204bf single piece collamer lens. The lens tore upon insertion into the eye. The incision was enlarged to remove the lens and another lens was inserted. A suture was required to close the wound.